Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with low blood glucose (bg) levels, after running fill tubing while connected. Per customer's contact, the customer is not familiar with the pump, and was pushing buttons prior to the incident. As a result 18 units of insulin were administered, which caused bg levels to drop as low as 72 mg/dl. The customer was released from the ER 10 hours later, when bg levels were back to target and stable.